Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant the right atrial (ra) lead exhibited low measured p-waves, with atrial under-sensing of p-waves on current electrogram (egm) and egm of stored episodes. The ra lead remains in use. No patient complications have been reported as a result of this event.